Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed for error 14 and performed a reboot during ventilation with patient connected. No health consequences were reported.